Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was not powering on. The medical affairs specialist (mas) spoke with the pt on august 20, 2008 and obtained the following info. The pt reported that the alleged issue began in previous month. Prior to when the reported issue started, the pt claimed she was taking 35 units of lantus insulin in the morning and would also take humalog based on a sliding scale. As a result of the issue, the pt reported she discontinued taking the humalog insulin. On an unspecified date/time, after the alleged issue began, the pt reported that she became "sweaty, weak' and was "very thirsty." The pt stated she went to see her dr as a result of the symptoms. At the dr's office, the pt's blood glucose was tested and reportedly obtained a result in the "500 mg/dl" range. The pt claimed she was treated with 15 units of humalog. At the time of troubleshooting, the customer care advocate (cca) confirmed there was no misuse to the subject meter. However, the cca did discover that the pt did not replace the battery as recommended in the owner's booklet. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose, due to the reported issue and reportedly was treated by an hcp for hyperglycemia after the alleged meter issue began.